Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, barrel tip damage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The syringe barrel tip damage could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel tip could be due to the not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial. A new air-jet will be fabricated to improve the auto-reject station to increase air flow and improve proper kick-out of the rejected parts. Communication with the production technicians to raise awareness on the reported defected will also occur. This incident has been added to our database of reported incidents.

Event description:
It was reported when using the syringe 1ml ls tuberculin the product was damaged/deformed - device was operable. The following information was provided by the initial reporter. The customer stated: "the surface of the syringe (hub) was melted."